Manufacturer narrative:
Additional procode = dro. The reported malfunctions were observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.